Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for tsh and ft4 on a cobas e 601 module. Note: the unit of measure was not provided. Sample 1 initial tsh result was 2.84. The repeat result was 7.96. The initial ft4 result was 32.45. The repeat result was 13.62. Sample 2 initial tsh result was 0.522. The repeat result was 1.37. The initial ft4 result was 34.29. The repeat result was 13.68. The repeat results were believed to be correct.

Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided. The field service engineer (fse) replaced several parts of the instrument, unclogged the preheat mechanism into the measuring cells, and performed an air purge, system prime, measuring cell preparation, and a system volume check. The customer had no further issues after the service visit. Since the fse replaced several parts and performed various service activities, the specific cause of the event could not be determined. The service actions resolved the issue.